Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device did not change to the load tubing screen when loading a tube set. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing upper latch switch. The upper auxiliary assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not change to the load tubing screen when loading a tube set. The reported event was discovered in the intensive care unit (ICU) when turning on the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.